Event description:
It was reported that the procedure was to treat a lesion in the iliac arteries with heavy calcification. The 8.0x59mm omnilink elite stent delivery system (sds) had resistance with the protective sheath and the stent came off the delivery system. There was force applied during the removal of the protective sheath. The stent was found on the floor and had been crushed possibly when the protective sheath was being removed or by the physician's foot. Two 8.0x59mm omnilink elite sds also had resistance with the protective sheath but were carefully removed and successfully used in the procedure. A third omnilink elite stent was used and completed the procedure without any issues. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported difficult to remove could not be determined. Factors that could contribute to difficulty removing the protective sheath include, but are not limited to, incorrect sheath size, damage during manufacturing, inadvertent mishandling during removal from packaging, sheath/stylet removal or during preparation of the device. In this case, it is possible that inadvertent mishandling during removal of the protective sheath/stylet, as resistance was noted, may have contributed to the reported difficult to remove; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional devices referenced in b5 are filed under separate report numbers.